Event description:
An endurant stent graft system was implanted and a reliant balloon catheter was used for the endovascular treatment of a 51.3 mm in diameter fusiform abdominal aortic aneurysm and an iliac artery aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the proximal neck angulation was 30 degrees. The proximal neck diameter was 18mm and 31mm in length. The diameter of the right common iliac was 13mm. The diameter of the left common iliac was 16mm. The minimum diameter of the right external artery was 7.8mm and the left external iliac was 9mm in diameter. It was reported that during the index procedure the external iliac artery was damaged (dissection) and a type ib endoleak was identified from an isolated cavity. A final angiography showed bad flow from the origin of the left eia to femoral artery even when the sheath was inserted. An angiography was performed from the bottom of the sheath and the type ib was confirmed from an isolated cavity. In addition, an intravascular ultrasound (ivus) showed isolated cavity and true lumen; therefore, the physician elected to treat the patient with another manufacturer¿s device from the distal side of the ipsilateral limb of the main body and over the dissection site of the left eia. The physician noted that it was possible that the dissection occurred while inserting the sheath. The final angiography showed no issues and the procedure was completed successfully. The endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak, dissection), lack of information (cause is unknown), unapproved use of device (neck diameter less than 19mm), related to another drug/device. Conclusion: inherent risk of a procedure (endoleak, dissection), lack of information (cause is unknown), off label, unapproved or contraindicated use: (neck diameter less than 19mm), operational context contributed to event (other manufacturer¿s device contributed to the event).